Event description:
A customer reported that their t:slim x2 pump battery would not charge, and a power source alert had appeared in the pump's history. There was no adverse impact to the customer's blood glucose level. After troubleshooting, the pump began charging after being connected to a wall adapter for less than 30 minutes using the original charging supplies, and no further assistance was required.